Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified artery. After pre-dilatation, a 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. However, upon removal, it was noticed that the stent struts were lifted. The procedure was completed with a non-bsc device. No patient serious injury or adverse event were reported.